Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited false pause episode resulting in under sensing. No intervention was performed. The patient was stable.